Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2018; hm342r29h tissue valve, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted due to a pocket infection. The patient was treated with antibiotics. In addition, the right atrial (ra) and right ventricular (rv) leads were cut, and then fully extracted on a later date. No further patient complications have been reported as a result of this event.